Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that rep was with an MRI tech named mike. The MRI tech asked MRI questions. During the call the MRI tech indicated that they had a patient that was not eligible for MRI because a lead pulled out of the ins header block. The MRI tech indicated that the patient followed up with the md and had the lead reconnected and then later had an MRI. The caller did not have any specific information about the patient or managing md. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.